Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an 0x10 alarm was generated by the pod at the end of the first priming sequence. The 0x10 hazard alarm indicated that a reset was caused by sawcop expiration. Inspection of the pod found no damages or manufacturing deficiencies that would result in an 0x10 alarm. Rerun of the pod did not replicate the alarm. The exact cause of the 0x10 alarm could not be determined. Though a hazard alarm was generated, the data from the pod showed that the pod was functioning as intended until the alarm was generated. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the delivery of insulin. Inspection of the soft cannula did not find it to be bent or kinked, as the pod was received with the soft cannula not deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, headaches, difficulty breathing and vomiting. The patient was treated with insulin via intravenous therapy, hydration drip and oxygen. When the pod was removed from the infusion site (back), the cannula was found bent.